Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> 5.5 pump, sn:(B)(6) was returned. Optical signal issue: clinical details note that the ao position waveform suddenly deviated from the a-line and showed abnormal values. Replacing the console did not resolve the issue. Psnr alarm was noted and the ps then did not display values. Pump was not removed due to this issue. Data log review showed a drop of ~50 mmhg over three hours on 26-jul-2025 before a more gradual decrease in ps reaching almost -50 mmhg on 28-jul-2025 and then going out of range. Data logs are characteristic of optical sensor wear. The pump was returned and evaluated. There were no abnormalities with the 5s parameters and the pump passed laser continuity test. The pump did not produce a psnr alarm when plugged into console. The cause of the optical signal issue was sensor wear since the ps downward trend matches the known data log pattern and also occurred after 18 days of support, which is within the intended design life of 60 days per design traceability matrix 0550-9900. Phr summary: the pump sn (B)(6) passed all post-sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that an automated impella controller (aic) generated multiple error alarms while supporting an impella 5.5 pump. The aic was swapped for another aic. No patient harm was reported.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.